Event description:
Per the clinic, the patient experienced loud crackling noise and pain with device use. The device shows an evidence of malfunction. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery.